Manufacturer narrative:
The cfg core power tray assembly was analyzed and found to have no errors. This core power tray assembly was installed and tested on the final test system 1, but failed to communicate with core assy. It was noticed that the isi core controller (icc) cfg board had no power to it. A test was performed on the power supply 12 v which provided the power to the icc board and both of them passed the 12v check, however when it was connected to the intuitive surgical core power distribution (ipd) cfg board power supply b had no 12v. The ipd cfg has failed. The personal module audio/video (pmva) was analyzed and found to have no failures. The pmva was installed and tested on the pca test system. The system started up with good image. Calibration and white balance tests were performed, and they passed. Audio was tested, and it passed. The system ran 20 power cycles with this module, all passed without any error. The pmva remained on the test system for 2 days in normal operation, while testing other boards. There was no error, nor any anomalies reported. Error 1100, 307 were noted on system logs. Upon visual inspection, the unit was in a good condition. The power-tray assembly was installed and tested on the final test system 1. It failed to communicate with the core assembly. The complaint was confirmed based on the field evaluation and log analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the vision side cart (vsc) displayed recoverable faults and lost power after moving to another outlet. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified 1100 errors in the logs. The tse had the customer move the power cable to an additional outlet in the room on the opposite side of the room and power the system back on. To make room for the vsc, the customer also moved the power cord for the patient side cart (psc) to another outlet. While the system was on without any faults, the psc then lost power. The customer had opted to open surgery to complete their case. The customer to contact facilities to resolve the power issue in the room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse went on site and replaced cfg and personal module audio/video (pmva). The isi fse reviewed logs and found errors 1100 prior error 307. The system was tested and verified as ready for use. Isi has received the cfg and pmva parts involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.